Event description:
It was reported surgical intervention may be undertaken due to the pt not receiving stimulation where needed. The pt requested an explant. Follow-up identified previous reprogramming had been effective; however, the pt had not use the system often and wanted it removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.